Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 14. On (B)(6) 2025, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.